Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that when they try to rewind the insulin pump the piston does not set all the way down. The customer also complained of a no delivery alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to perform excessive no delivery test due to motor error. The insulin pump was unable to confirmed error alarm due to erased history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. No check settings alarm noted. The insulin pump was received with minor scratches on lcd window, cracked case at display window corners, cracked case at reservoir tube window corners and cracked reservoir tube lip.